Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% chronic total occlusion was located in a moderately tortuous and severely calcified right posterior tibial artery. The lesion was pre-dilated with a 1.5 x 20mm sterling es over-the-wire balloon catheter. Post dilatation was performed with the 2.0mm x 120 x 150 sterling sl monorail balloon catheter. During the first inflation, the balloon ruptured at 3atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: magnified inspection revealed a hole in the shaft 69 cm from the strain relief and kinks in the balloon and inner shaft located 8 and 9.5 cm from the tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).